Event description:
Pt developed increasing shortness of breath after catheter placement on 12/27/93. Chest x-ray demonstrated 20% pneumothorax. A chest tube was placed on 1/1/94 and remained until 1/03/94.